Manufacturer narrative:
Additional information was provided in d.9.,h.3.,h.6 and h.11. The device with the lens was returned. The plunger lock and lens stop have been removed. The plunger was oriented correctly. Inadequate viscoelastic was observed in the device. No viscoelastic was observed in the tip of the nozzle of the device. Viscoelastic was only observed on at the area of the lens. The plunger and lens were advanced to mid nozzle. The leading haptic was extended towards the nozzle tip. Product history records were reviewed and the documentation indicated the product met release criteria. A non-qualified viscoelastic was indicated. A straight leading haptic was observed and may have been interpreted as the reported complaint. In addition, an inadequate amount of a non-qualified viscoelastic was observed in the device. No viscoelastic was observed in the tip of the nozzle of the device. Viscoelastic was only observed on at the area of the lens. The instructions for use (IFU) instructs: fill the device until viscoelastic can be observed flowing to the line on the nozzle tip. This will require approximately 0.2 ml of viscoelastic. If inadequate viscoelastic is placed in the device this will cause inadequate coverage of the lens fold path which may cause the lens to advance incorrectly or become stuck in the device. Only use an company ophthalmic viscosurgical device (ovd) qualified for use with the company pre-loaded delivery system that has been allowed to come to the operating room temperature. Straight leading haptics are not a product malfunction. This is an acceptable position per the diagrams provided in the IFU. A straight leading haptic may occur: due to the normal folding variations as indicated in the IFU diagrams. If the initial plunger advancement is faster than the recommended target, the leading haptic may be forced past the internal folding feature. If there is excessive delay between the device preparation and subsequent delivery the leading haptic may start to unfold. Due to the use of a non-qualified viscoelastic. Material properties of non-qualified ovds may contribute to underfill, overfill, misfolding of the haptics, or other inconsistent folding outcomes. If the operating room temperature is too high (greater than 23 degree centigrade / 73 degree fahrenheit) lens folding consistency is negatively affected, the lens is more adherent and this may inhibit lens advancement or contribute to incorrect haptic folding. Any of the above listed causes alone, or in combination, may create the reported event. The IFU instructs: insert the tip of the cartridge through the incision. Position the tip at the anterior capsule opening. If the leading haptic is looped or straight in front of the optic, rotate the nozzle clockwise as needed to be bevel left to facilitate placement of the leading haptic into its normal orientation in the bag. Slowly advance the lens until the optic is exiting the nozzle. Rotate the cartridge counterclockwise towards bevel right as needed to place the lens anterior side up. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
Additional information was provided in d.3., h.3., h.6 and h.11. A non-qualified viscoelastic was indicated. The root cause may be related to a failure to follow the instructions for use (IFU). A non-qualified viscoelastic was used in the device. The IFU instructs: during device preparation and implantation of the company intraocular lens (iol) with the company preloaded delivery system, an company qualified ophthalmic viscoelastic device (ovd) should be used. The use of an unqualified ovd may cause damage to the lens and potential complications during the device preparation and implantation steps. File will be reopened when product is received. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A non-healthcare professional reported with a description of faulty lens. Additional information was received and stated, the haptic was out first and folded. There was no patient contact and no patient harm. The surgery was completed on the same day. There are twelve medical device reports associated with this report. This is 4 of 12.